Event description:
It was reported that the right atrial (ra) lead with this pacemaker exhibited high out of range pacing lead impedances. This ra lead impedance measurements jumped up abruptly after remaining stable. There was also a signal artifact monitor (sam) episode recorded due to minute ventilation (mv) oversensing. The high impedance and mv event make this likely due to lead integrity, so technical services (ts) recommended evaluating the lead in clinic. This ra lead remains in service. No adverse patient effects were reported.